Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: a synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. The device was returned with stopcock valve attached to the manifold hub. A visual examination of the stent found stent damage. Stent struts in the distal section of the stent lifted and pulled proximally. The undamaged stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2020. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex coronary artery. A 4.00mm x 20mm synergy drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.